Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No visible problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: no.: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.